Manufacturer narrative:
Correction: updated b5 was omitted from previous report the reported events of high pacing lead impedance and high capture threshold could not be confirmed. As received, a partial lead was returned in two pieces measuring 8.0 cm and 44.5 cm, respectively. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage. Unable to perform the lead impedance test due to the lead was returned separated in two pieces consistent with procedural damage.

Event description:
New information received notes that adherent fibrous tissue (capsule) with chronic inflammation and dystrophic calcification, as possible confounding factors of increased impedance and threshold measurements.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for extraction of the right ventricular lead. Upon device interrogation it was revealed that the impedance exceeded the upper limit, and capture threshold values were high. The lead was explanted and replaced. The patient's condition was stable.